Manufacturer narrative:
This report is submitted july 10, 2018.

Event description:
Per the surgeon, the patient experienced poor performance with device use. Subsequently, the device was explanted on (B)(6) 2017. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on july 10, 2018 was filed inadvertently. The device is a surgical reject. There is no reported serious injury.